Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. When the doctor was suturing the patient, the suture broke and was immediately replaced with a new suture to continue the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - did the reported issue contribute to any patient adverse consequences? --please refer to the event description, other information requested is unknown. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. --no device can be returned currently. - lot number vjbddgt0 was not recognized as valid. Please provide the correct lot number. --received information as following from sales rep via phone today. The correct lot number is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.